Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-02-06 h.6. Investigation summary: "material #: 367323 lot/batch #: 2040297 bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for broken luer cap with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of broken luer cap was observed in 1 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken luer cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there non patient needle separated from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "the male luer part of the cap broke off and got stuck in the female luer of the extension.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: \common device name: intravascular administration set. Medical device type: fpa. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there non patient needle separated from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "the male luer part of the cap broke off and got stuck in the female luer of the extension.